Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a constant hum and a blank display. The pump also has a cloudy fluid underneath the lcd display screen. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting found that the customer went swimming with the pump. Customer was advised that the device would be replaced and agreed to return the product for analysis.